Event description:
It was reported that an overdose occurred when the patient used a heating pad over the pump location on the patient¿s hip. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).